Manufacturer narrative:
The technical field specialist went to the site to check the system. It was discovered that cases were performed when the fluoroscopy unit was placed too close to the bottom of the location board (near pt's hip/groin). The location of the fluoroscopy machine can be a potential cause of the reported inaccuracies. It was recommended to the site to keep the machine in the furthermost position right (away from the location board) and in its furthermost position back (away from the bed). Current labeling states: "the table arrangement must be identical to its arrangement during system set-up." The system was remapped and an accuracy test was performed and the results were within spec. There have been no further accuracy issues reported from this site.